Event description:
It was reported that the patient presented for a scheduled device replacement procedure. During the procedure, the setscrew could not be loosened. The right atrial and right ventricular leads were capped to remove the device. There was no allegation against the leads. The patient was implanted with a new device and lead. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The reported field event of unable to untighten set screws was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found. The damage found was sustained during the surgical procedure.